Manufacturer narrative:
During an internal review on august 2, 2019, it was noted that product problem was inadvertently not selected. Therefore, it has now been selected. In addition, device codes was populated to include the product problem. Also, the catheter manipulation was not considered excessive and no patient consequences occurred from the procedure; however, since external devices/tools were required to retrieve the catheter form the patient¿s body, this event is being assessed as adverse event for surgical intervention. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30195532l number, and no internal actions related to the complaint was found during the review. Product complaint #: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and medical device entrapment occurred requiring surgical intervention. A 3d local activation timing (lat) mapping of the premature ventricular contraction (pvc) to left ventricle (lv) anterior lateral wall was performed, then ablation lesions were applied. The catheter was manipulated for better contact. After, the thermocool® smart touch® sf bi-directional navigation catheter became stuck in the chordae. A complete and full transesophageal echocardiography (toe) guidance confirmed there was no perforation or injury to the myocardium. It was decided to cut the ablation catheter and insert an external sheath over the catheter shaft to aid in manipulation of the catheter. The catheter compressed at femoral end to stop irrigation saline from exiting the catheter lumen. Anticoagulation was monitored and actioned by the consulting team. Careful manipulation of catheter with fluoroscopic and transesophageal echocardiography (toe) guidance released catheter from position. Remainder of the procedure was aborted once the catheter was completely removed from patient. The sheath used was a st. Jude medical sl0 8.5 fr. There were no alterations made to the catheter shape before being used. No sharp rings were observed on the catheter. The catheter manipulation was not considered excessive and no patient consequences occurred from the procedure, however, since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.